Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: micra, mc1vr01-delsy/ expiration date: 29-aug-2021 / serial#: (B)(4), UDI #: (B)(4) . Device available for evaluation? No. Mfg date: 22-apr-2020. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited placement difficulty, movement during contract injection, difficulty to recapture and off centre from the delivery system. The ipg delivery system exhibited placement difficulty and was off centre. The ipg was attempted not used and replaced. The replacement leadless implantable pulse generator (ipg) and delivery system exhibited placement difficulty and the delivery system exhibited a loose tether. The ipg exhibited movement during contract injection. The tether was tightened and the ipg remains in use. No patient complications have been reported as a result of this event.